Manufacturer narrative:
This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: galal, s. Et al. (2020), locking versus non-locking plates in fixation of extra-articular distal humerus fracture: a randomized controlled study, international orthopaedics, vol. 44, pages 2761¿2767 (egypt). The aim of this study was to assess if locking plates yield better elbow functional outcome compared with nonlocking plates in fixation of distal humerus fractures. From march 2016 to march 2019, a total of 60 patients with type 13-a fracture (ao/ota classification) were randomized into two equal groups, locking plates group (synthes, paoli, pa), and nonlocking plates group. There were 30 patients in each group. Age of the patients was 49.9 ± 18.7 years in locking plates group and 48.8 ± 12.8 years in the nonlocking plates group. The locking plates group included 16 males and 14 females while the nonlocking plates group included: 14 males and 16 females there was a minimum of 12 months follow-up. The following complications were reported as follows: 2 patients had nonunion. 2 patients had heterotrophic ossification. This report is for an unknown synthes locking plate this report is for one (1) unk - constructs: plate/screws. This is report 1 of 1 for complaint (B)(4).